Event description:
It was reported by service report that the label for the scale instructions are missing and the power cord ground prong is broken off. It is unknown if there was patient involvement or if there are adverse consequences to report.